Event description:
Customer reported when the pt's weight is lifted from the sensor, the alarm does not sound. Customer tested the sensor with a known working alarm and the sensor functions properly. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed the reported issue. Unit has power but alarm does not sound when weight is removed from sensor. The fail safe feature does not work. Battery door is missing and there are scratches on the alarm case. Note: instructions for use state: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you mush verify that the unit is working properly. Turn alarm unit on and verify green light blinks. Verify batteries are fresh. If you hear an intermittent "chirp", the battery is low and needs to be changed. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to achieve the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).